Manufacturer narrative:
Examination of the returned impactor confirms the reported device fracture. The impactor is cracked circumferentially around its collar that accepts the connection feature of the sp2 universal handle (966520). Although the initial report states all pieces were retrieved, the top portion of the device was not returned for examination. Visual examination indicated that the surfaces that makes contact with the universal handle are darkened/scuffed indicating significant usage. The flat impaction surface does not contain significant gouging or dents that are present on other examples of fractured impactors. A complaint database search found additional complaints against this product code. When confirmed, the root cause was attributed to misuse/user error due to mis-alignment. Based on the performed investigation, the root cause is misuse/user error through misalignment. The need for corrective action was not indicated. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The impactor broke into two pieces.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.